Manufacturer narrative:
Document review: (B)(4) revision sc fixed tibial insert size 4/10mm: code (B)(4)/lot 110067 (25 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Nine items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.

Event description:
Ref imp report (B)(4).

Manufacturer narrative:
From x-ray analysis and a test with demo components, the following conclusions were drawn: the x-ray images taken immediately post surgery show the collar of the support peg of the insert. On the basis of this evidence, we conclude that the peg was not screwed into the tibial baseplate. In the gmk revision surgical technique in force at that time (page 43 paragraph "final implant evaluation" of the to ref 99.27.12us rev 4) one is instructed to screw the sc support peg into the base plate: "for posterior-stabilized and semi-constrained fixed versions, after clipping the inlay into the tibial base plate, screw the ps fixing screw or the sc support peg to the base plate."